Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid and morphine via an implantable pump for malignant pain. The concentration and dose of the drugs were unknown. It was reported on (B)(6) 2016 that the hcp did a refill and switched drug from dilaudid to morphine and made some changes to patient activated (pa) dosing, and the hcp thought he updated the pump to reflect the changes in 2016 ¿probably within the last week¿ but unsure. The patient was brought in on (B)(6) 2016 and the programmer showed that the pump still had dilaudid in it and the patient had complained that he was unable to get all of his boluses as they switched it from two boluses per day to four boluses per day. It was suspect that they neglected to update the pump following the last refill but they representative could not confirm at the time of the report. It was advised that the hcp check pump logs to see if there was an update on the date they switched the drugs and check the report to see if it was a ¿print report¿ or ¿session data report,¿ and to check the reservoir volume to determine if the pump had been updated or not. No symptoms were reported. Additional information was received from a manufacturer's representative on 2016-dec-22. It was reported that the patient was doing well and that the physician used their personal programmer. Additional information was received from a manufacturer representative on 2016-dec-27. The same issue as before was reported. The re presentative planned to see the healthcare provider (hcp)/patient later in that week. On 2016-dec-29, the representative reported that the event logs only went back two weeks, so they were not able to confirm that the pump had been updated back then via the event logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.